Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. Ran a displacement test and the insulin pump did not pass the test. Advised the customer to revert to back up until the replacement of the insulin pump arrives. The customer stated that she dropped the insulin pump when the alarm occurred. The customer's blood glucose reading at time of call was 400 mg/dl. No further info as provided.